Manufacturer narrative:
The field report of high pacing impedance was not confirmed. As received, a complete lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages consistent with that occurring at time of explant.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, an increase in pace/sense impedance was noted with several measurements above 2000ohms. The lead was replaced. The patient is well.